Manufacturer narrative:
A return was issued and the product was evaluated upon receipt. Complaint was confirmed for the back cane was broken just above the bottom gusset weld. The underlying cause could not be identified. MDR is being submitted as a result of a retrospective complaint review.

Event description:
The left side back cane was broken above a weld.